Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 1870. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D9: device returned on 5/22/24. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. A decontaminated downstream occlusion sensor was found and the lec 1870 message on the pump display. The reported problem was duplicated. The most probable cause was defective motor. The motor and dso sensor were replaced to fix the issue.